Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) had delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Programming changes were implemented. The patient was in stable condition.